Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation; however, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of an emerge balloon catheter with a stop cock attached to the hub. There was blood in the inflation lumen. Microscopic examination revealed a longitudinal tear in the balloon wall at the distal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material that could have contributed to the damage. The tip was damaged. The guidewire exit notch was damaged, the damage is consistent with interaction with a guidewire. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.00mm x 15mm emerge¿ balloon catheter was advanced for dilation; however, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.